Event description:
The surgeon reported that the 2.3mm and the 3.0mm knives were dull and sutures were required to close the incision. No other info was provided. Add'l follow-up info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. This report was mailed to FDA on: 11/23/2009.